Event description:
This is a follow up to report a correction to brand name. The consumer used the u by kotex sleek regular tampons.

Manufacturer narrative:
New information: this is a follow up to report a correction to brand name. The consumer used the u by kotex sleek regular tampons.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal four tampons fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces and did not seek medical assistance.